Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a (B)(6) female patient who had essure (batch no. 952107,12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, trichomoniasis and pid pelvic inflammatory disease. Current weight (B)(6) lbs. Previously administered products included for pregnancy prevention: depo provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included obesity, coital bleeding, human papilloma virus infection, vulvovaginal pain, increased tendency to bruise, pelvic discomfort, muscle cramps, urinary frequency, dysuria, excess sweating, temperature intolerance, colposcopy, bipolar disorder, malaise, menstrual disorder, cramp in lower abdomen and irregular menstrual cycle. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2013, ibuprofen since (B)(6) 2013, levofloxacin (levaquin) since january 2017, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2013 and metronidazole since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding : menorrhagia") and abdominal pain ("abdominal pain"), 15 days after insertion of essure. In (B)(6)2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2013, the patient experienced vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and bipolar disorder ("bipolar") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced mood swings ("hormonal changes: mood swings"). The patient was treated with lamotrigine (lamictal) and surgery (hysterectomy (partial)). At the time of the report, the pelvic pain and abdominal pain was resolving and the mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, weight increased, hot flush and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Lot number: 12570405 manufacture date: 2013-01 expiration date: 2016-01-31. Lot number: 952107 manufacture date: 2012-02 expiration date: 2015-02 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet received. Event pelvic pain made serious incident. Events added from pfs- bipolar. Outcome of event pelvic pain, abdominal pain were updated. Onset date of event vaginal infection, depression, hot flush, dysmenorrhoea, weight increased, fatigue were updated. Onset date of concomitant drug depo-provera were updated. Historical drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 26-year-old female patient who had essure (batch no. 952107,12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, trichomoniasis and pid pelvic inflammatory disease. Current weight 241 lbs. Previously administered products included for pregnancy prevention: depo provera from april 2013 to (B)(6) 2013. Concurrent conditions included obesity, coital bleeding, human papilloma virus infection, vulvovaginal pain, increased tendency to bruise, pelvic discomfort, muscle cramps, urinary frequency, dysuria, excess sweating, temperature intolerance, colposcopy, bipolar disorder, malaise, menstrual disorder, cramp in lower abdomen and irregular menstrual cycle. Concomitant products included ibuprofen since (B)(6) 2013, levofloxacin (levaquin) since (B)(6) 2017, medroxyprogesterone acetate (depo provera) (B)(6) 2013, metronidazole since (B)(6) 2017 and paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding : menorrhagia") and abdominal pain ("abdominal pain"), 15 days after insertion of essure. In (B)(6) 2013, the patient experienced hot flash ("hormonal changes describe: hot flashes"). In (B)(6) 2013, the patient experienced vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and bipolar disorder ("bipolar") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced mood swings ("hormonal changes: mood swings"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with lamotrigine (lamictal) and surgery (hysterectomy (partial)). Essure was removed on(B)(6) 2019. At the time of the report, the pelvic pain, fatigue, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the mood swings, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, hot flush, bipolar disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hot flush, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 241 lbs. Lot number: 12570405 manufacture date: 2013-01, expiration date: 2016-01-31. Lot number: 952107 manufacture date: 2012-02, expiration date: 2015-02. Treatment received for pelvic pain, abdominal pain, gen.abnormal bleeding, uti,psych injury, fatigue. 3 trailing coils were noted bilateral at tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: 12570405 manufacturing date: 2013/04,expiration date: 2016/01. Lot number: 952107 manufacturing date: 2012/02, expiration date: 2015/02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 26-year-old female patient who had essure (batch no. 952107,12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, trichomoniasis and pid pelvic inflammatory disease. Current weight 241 lbs. Previously administered products included for pregnancy prevention: depo provera from (B)(6) 2013. Concurrent conditions included obesity, coital bleeding, human papilloma virus infection, vulvovaginal pain, increased tendency to bruise, pelvic discomfort, muscle cramps, urinary frequency, dysuria, excess sweating, temperature intolerance, colposcopy, bipolar disorder, malaise, menstrual disorder, cramp in lower abdomen and irregular menstrual cycle. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2013, ibuprofen since (B)(6) 2013, levofloxacin (levaquin) since (B)(6) 2017, medroxyprogesterone acetate (depo provera) (B)(6) 2013 and metronidazole since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding : menorrhagia") and abdominal pain ("abdominal pain"), 15 days after insertion of essure. In (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2013, the patient experienced vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and bipolar disorder ("bipolar") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced mood swings ("hormonal changes: mood swings"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with lamotrigine (lamictal) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, hot flush, bipolar disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 241 lbs. Lot number: 12570405 manufacture date: 2013-01 expiration date: 2016-01-31. Lot number: 952107 manufacture date: 2012-02 expiration date: 2015-02. Treatment received for pelvic pain, abdominal pain, gen.abnormal bleeding, uti,psych injury, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, gen.abnormal bleeding, uti. Outcome of previously added events pelvic pain, abdominal pain and fatigue were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 26-year-old female patient who had essure (batch no. 952107,12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, trichomoniasis and pid pelvic inflammatory disease. Current weight 241 lbs. Previously administered products included for pregnancy prevention: depo provera from (B)(6) 2013. Concurrent conditions included obesity, coital bleeding, human papilloma virus infection, vulvovaginal pain, increased tendency to bruise, pelvic discomfort, muscle cramps, urinary frequency, dysuria, excess sweating, temperature intolerance, colposcopy, bipolar disorder, malaise, menstrual disorder, cramp in lower abdomen and irregular menstrual cycle. Concomitant products included ibuprofen since (B)(6) 2013, levofloxacin (levaquin) since (B)(6) 2017, medroxyprogesterone acetate (depo provera ) (B)(6) 2013, metronidazole since (B)(6) 2017 and paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding : menorrhagia") and abdominal pain ("abdominal pain"), 15 days after insertion of essure. In (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2013, the patient experienced vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and bipolar disorder ("bipolar") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced mood swings ("hormonal changes: mood swings"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with lamotrigine (lamictal) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, hot flush, bipolar disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 241 lbs. Lot number: 12570405, manufacture date: 2013-01, expiration date: 2016-01-31. Lot number: 952107, manufacture date: 2012-02, expiration date: 2015-02. Treatment received for pelvic pain, abdominal pain, gen.abnormal bleeding, uti,psych injury, fatigue. 3 trailing coils were noted bilateral at tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received.rcc added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.